Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and also found that the pump does not record the bolus amount and the bolus history is incorrect. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to a loose drive support disk. The pump was programmed with multiple bolus deliveries and was monitored. All boluses delivered completely with their indicated amounts and were properly recorded in the bolus history screen. No history anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.